Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated out-of-box. Another device was interrogated using the same programmer setup without a problem. The device was stored in the car, however the car was in a heated garage.